Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The initial sodium result was 149 mmol/l and the repeat result was 140 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer replaced and adjusted the sample probe, performed air purges and system primes, and cleaned the sipper nozzle and the vacuum nozzle. He ran ise checks and precision testing. The customer ran qc with results in range. The investigation determined the service actions resolved the issue.